Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Report information: "complete?" Has been changed to "no."

Event description:
It has been reported that the device will not power on.